Manufacturer narrative:
The device was received for evaluation. During functional testing no upstream or downstream occlusion alarms occurred. The device was tested for downstream occlusion detection and upstream occlusion detection with passing results for both. A review of the event history log revealed both upstream occlusion messages and downstream occlusion messages which verifies both issues, however no component issue was identified that would cause upstream occlusion alarms. Evaluation determined causality for the downstream occlusion alarms to be an out of calibration force sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was alarming for both upstream and downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.